Event description:
It was reported that a patient, female, underwent a afib - atrial fibrillation procedure with a smart touch unidirectional, suffered cardiac tamponade, which required pericardiocentesis and 550cc of fluid was removed. The effusion was confirmed by a transthoracic echocardiogram (tte) after the patient¿s blood pressure was dropped and the heart rated was increased when the ablation was completed. The patient was reported to be in stable condition and transferred to ICU for further observation. The customer used a st jude medical brk -1 needle and a 9 french agilis sheath during the procedure. The generator setting was power control mode, impedance cutoff was 250 ohms, and temperature cutoff was 50 degrees. No anomalies were found on the catheter during the procedure.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto3 serial #(B)(4); smartablate serial #(B)(4); smartablate serial #pump (B)(4); (B)(4).